Event description:
Patient received a ventriculoperitoneal shunt last year. He came back to the hospital with ams and CT scan showed larger ventricles. We tapped the shunt with no infection. Wanted to change the valve setting of the programmable progav valve to a lower setting to improve the drainage, however, we could not change the setting. Patient needed to be taken to the or to change the valve.